Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/13/2017. Device returned to manufacturer ¿ yes. Initially, it was reported that the device was discarded and not available for evaluation. However, on 4/13/2017, the lens was received. The cartridge was returned with the lens. The lens was not returned in its original package. Residues of viscoelastic solution were observed on cartridge which indicate that the unit was handled and prepare for surgical use. Lens was observed stuck in cartridge. One of the haptics was also observed detached. Due to the conditions of the lens returned the complaint issue reported could not be verified. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted; give date: na (not applicable) the lens was removed and replaced within the initial surgery. If explanted; give date: na (not applicable) the lens was removed and replaced within the initial surgery. (B)(4). Device evaluation: the intraocular lens (iol) was discarded by the surgery site; therefore, was not available to investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review and the documentation showed that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to the complaint. The units were released according specification in compliance with the product intended use as required. A search revealed that no additional investigations were found for this production order. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of the intraocular lens (iol), the doctor reported a folding/unfolding issue. The trailing haptic stuck to the optic behind optic. The posterior capsule integrity was lost in the process of disengaging haptic from posterior optic surface. The lens was removed in the same surgical procedure and replaced with different lens, a model za9003. A vitrectomy was required, along with an incision enlargement, and a suture was used. The lens was discarded. No further information was provided.